Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the door 4 was not on the machine and the malfunction was caused by software failures. A field service engineer cleared the failure to get the machine back up, deleted and reconfigured the tower to get rid of extra door to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation 4000 system, tower 4 drawer failed. Recovery attempts were unsuccessful, resulting in continued failure. The customer stated that the malfunction occurred when user trying to issue medication for the patient. However, there was no delay in patient care or harm reported as they were able to pull medication from another station. There were no adverse events or injuries reported based on this event.